Event description:
Event verbatim [preferred term]. Temporarily blocked blood flow to the myometrium and endometrium [vascular occlusion]. Narrative: this is a literature report for the following literature source(s): "a case of total placenta praevia due to an accessory placenta", obstetrical and gynecological practice, 2023; vol:72(11), pgs:1179. A 32-year-old female patient received absorbable gelatin (absorbable gelatin), for therapeutic embolisation. The patient's relevant medical history included: "prolonged second stage of labour" (unspecified if ongoing); "secondary uterine inertia" (unspecified if ongoing); "vacuum extractor delivery" (unspecified if ongoing); "left ovarian endometriosis cyst" (unspecified if ongoing); "laparoscopic tumourectomy" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: vascular occlusion (intervention required), outcome "unknown", described as "temporarily blocked blood flow to the myometrium and endometrium". The action taken for absorbable gelatin was unknown. The reporter considered "temporarily blocked blood flow to the myometrium and endometrium" associated to absorbable gelatin. Causality for "temporarily blocked blood flow to the myometrium and endometrium" was determined associated to absorbable gelatin (malfunction). No follow-up attempts are possible., comment: based on temporal association, "temporarily blocked blood flow to the myometrium and endometrium" was determined associated to absorbable gelatin. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Product quality group provided investigational results on 01feb2024 for absorbable gelatin:conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term]. Temporarily blocked blood flow to the myometrium and endometrium [vascular occlusion], , narrative: this is a literature report from product quality group for the following literature source(s): "a case of total placenta praevia due to an accessory placenta", obstetrical and gynecological practice, 2023; vol:72(11), pgs:1179. A 32-year-old female patient received absorbable gelatin (absorbable gelatin), for therapeutic embolisation. The patient's relevant medical history included: "prolonged second stage of labour" (unspecified if ongoing); "secondary uterine inertia" (unspecified if ongoing); "vacuum extractor delivery" (unspecified if ongoing); "left ovarian endometriosis cyst" (unspecified if ongoing); "laparoscopic tumourectomy" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: vascular occlusion (intervention required), outcome "unknown", described as "temporarily blocked blood flow to the myometrium and endometrium". The action taken for absorbable gelatin was unknown. The reporter considered "temporarily blocked blood flow to the myometrium and endometrium" associated to absorbable gelatin. Causality for "temporarily blocked blood flow to the myometrium and endometrium" was determined associated to absorbable gelatin (malfunction). Product quality group provided investigational results on 01feb2024 for absorbable gelatin: conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. No follow-up attempts are possible. Follow-up (01feb2024): this is a spontaneous follow up report from product quality group providing investigation results. No follow-up attempts are possible., comment: based on temporal association, "temporarily blocked blood flow to the myometrium and endometrium" was determined associated to absorbable gelatin. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.